Manufacturer narrative:
H11: h6: patient code: the device was reported to have been in use at the time the malfunction was found. The customer reported that to have placed the patient on an alternative v60 unit and required no additional intervention. No patient harm was reported. H10: the customer attempted to perform screen calibration. Calibration took but when you go to a setting, the numbers jump back and forth, not able to get a steady selection. Philip's remote service technician set up the unit for field change order as serial number falls in the range of white bezels and therefore, setting up action assignment for the change order to be implemented. The customer confirmed a technician replaced the navigation (nav) ring to resolve the reported issue and the unit has been returned to service.

Event description:
It was reported to philips that the device had a defective navigational ring causing touchscreen response issues. The device was not in clinical use at the time of the event. There was no report of patient or user harm.